Manufacturer narrative:
Submit date: 6/14/2018. A device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were two samples submitted with this complaint. The samples were inspected for damage, shield stall/locking and needle free length according to the magellan safety needle quality and inspection standard. All samples passed inspection and met manufacturing specifications. The reported condition is not confirmed. The exact root cause could not be determined based on available information. A root cause investigation was conducted and determined the most likely root cause to be due to user error/improper activation technique. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for needle free length and shield stalling/lock failure. The product met all defined acceptance requirements and was released. Based on the investigation and root cause analysis, the initiation of a CAPA is not required. The failure was most likely a result of user error. It¿s recommended the user consult the instructions for use included with the product for guidance. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there were three magellan 25 g 1.5" safety needles from the same box/lot that do not allow the safety feature to engage so that the needle is covered.